Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibia, catalog #: 42532007102, lot #: 62962206. Persona ultracongruent (uc) articular surface, catalog #: 42521200510, lot #: 62395574. Nexgen all poly patella, catalog #: 00597206535, lot #: 62766593. Simplex cement catalog #: unknown, lot #: unknown. Location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2020-00326, 0002648920-2020-00327, 0002648920-2020-00328.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain, loosening and implant fracture. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 0001822565-2020-03109

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 0001822565-2020-03109.